Event description:
It was reported that the patient had an extrinsic outflow graft obstruction (eogo). The patient had a stent placed successfully in the outflow graft and was doing well per left ventricular assist device (lvad) coordinators. No further alarms occurred after the stent was placed.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed the reported extrinsic outflow graft obstruction (eogo). A specific cause for this finding could not be conclusively determined. The account submitted three computed tomography (CT) images for review showing severe narrowing/compression of the outflow graft lumen beneath the outflow graft bend relief. This appears consistent with the reported eogo between the outflow graft and bend relief. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), with no further events reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. The current revision of the IFU can be found on the eifu page of the abbott website. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.